Manufacturer narrative:
UDI number: (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the ratcheting mechanism was found to be malfunctioning on two ratcheting handles outside of surgery. There was no patient associated with this event. This is report one of two for this event.

Manufacturer narrative:
Additional information: methods, results, and conclusions - the returned device was evaluated. The ratcheting mechanism was found to ratchet in both directions; however, the movement was rough and required greater than usual force to operate. Inspection of the ratchet mechanism found rust, indicating that the handle was not cleaned and dried correctly. The labeling lists the dry cycle time as 85 minutes. Based on previous failures such as this, it is likely that improper cleaning and drying of the handle at some point in the devices life resulted in the observed rusting. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the ratcheting mechanism was found to be malfunctioning on two ratcheting handles outside of surgery. There was no patient associated with this event. This is report one of two for this event.